Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that while the physician was stepping on the foot pedal, the tumescent pump stopped pumping fluid. Upon inspection, the plastic shaft behind the rollers cracked in half. The customer states that the physician continued to infiltrate tumescent by hand injection.

Manufacturer narrative:
Submit date: 06/18/2013. An investigation is currently underway. Upon completion, the results will be forwarded.